Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, - 8.5/+1.5/078 (sphere/cylinder/axis) in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The eye is quiet. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found deformed haptics. Corrected data: phakic toric intraocular lens, product code: qcb claim # (B)(4).